Manufacturer narrative:
(B)(4). Batch # r93e5w. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, a piece of the tweezers detached from the jaw. Another similar product was used to continue the procedure. Patient consequence was not reported.